Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Moreover, there was no data analysis requested and the physician plans to just replace the device. Additional information from the field representative was obtained which indicated that the replacement procedure was already performed. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Moreover, there was no data analysis requested and the physician plans to just replace the device. Additional information from the field representative was obtained which indicated that the replacement procedure was already performed. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.